Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: larger with pain, rashes, fluid build up, hotter than the contralateral side, and concern with the product.

Event description:
Patient reported right side "is larger with pain, rashes, fluid build up, and 'hotter than the left-side'" as well as exchange from textured to smooth devices due to the patients concern with the product. Patient additionally reported fibromyalgia and chronic fatigue; these events are unrelated to the device. Device remains implanted.

Event description:
Patient reported right side "is larger with pain, rashes, fluid build up, and 'hotter than the left-side" and exchange from textured to smooth devices due to the patients concern with the product. Patient further reported "fibromyalgia, chronic fatigue" which have been deemed not related to the device. Healthcare professional reported via regulatory agency "patient has biopsy proven anaplastic large cell lymphoma", "seroma around implant after failure of antibiotics to resolve right breast erythema and swelling. While two aspirations were negative for neoplasia, right breast capsular excision returned a pathologic diagnosis of capsular tissue with involvement by implant associated anaplastic large cell lymphoma. A more detailed description was then provided which is as follows: patient with a 6-8 month history of right breast swelling and erythema. Patient has been given several courses of antibiotics and nothing has impacted the redness. The redness is associated with some pain and warmth. Patient struggled with their teeth in the last six months and it was initially thought that it could be an infection related to their teeth spreading to the implant, but when antibiotics had no impact, patient¿s primary care physician became concerned and ordered and aspiration of the fluid for culture and cytology to rule out alcl. On mammogram and ultrasound patient was noted to have a uniform smooth fluid collection around the right breast implant. There were also an intramammary lymph node and right axillary prominent but normal lymph node noted. The fluid was aspirated, both the surgical pathology evaluation and the flow cytometry were not concerning for alcl, but progressively the patient has felt worse and more swelling after aspiration. Hcp aspirated fluid again and had it analyzed and it again was sterile with no evidence of malignancy. Patient was noted to experience night sweats and weight loss. Patient went to the operating room and had the implant and capsule removed. Pathology returned cd30+, alk- alcl (t4n0m0).

Manufacturer narrative:
H6: f2201, f2203.1 the event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: cd30+, alk- alcl. Duplicate report submitted under FDA #9617229-2020-13900 on 01/sep/2020. Any new, changed, or corrected information will now be reported under FDA #9617229-2020-05302. Duplicate status confirmed via patient identifiers (name, date of birth) upon receiving follow-up from the initial reporter. Healthcare professionals who may be able to provide further information: pathologist: (B)(6). Plastic surgeon: (B)(6). Radiation oncologist: (B)(6).